Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was poor sensing.

Event description:
It was reported that within one day of implant, the threshold had increased to high values. Upon opening of the pocket and inspection of the lead, it appeared that insulation was sheared from the lead exposing the coil. The lead was explanted and replaced. No patient complications have been reported as a result of this event.